Manufacturer narrative:
(B)(6) 2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided the part numbers for the power switch overlay and the power management (pm) pcb. The customer replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. No patient or user harm was reported when the event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019.

Event description:
The customer reported error alarm led failure. No patient or user harm was reported.